Manufacturer narrative:
Correction e4. The investigation of the reported failure mode has been completed. No product was received for evaluation. Device in wrong position (positioning issue): the cause of the positioning issue was determined to be an unintentional use error as the pump was pulled out of position by the patient when the patient became agitated. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that while a patient was on impella cp support that the patient became agitated yesterday which resulted in the 5.5 becoming malpositioned and ultimately explanted. The next day patient¿s pressor/intropic support drastically increased and the decision was made to place another 5.5.